Event description:
Material no. 305902 batch no. 9093584 it was reported that during use of the bd safetyglide¿ needle the needle went through the cap. When a nurse attempted to cap the needle, the needle went right through.

Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. One photo displayed a blister pack with a rip in the top web from batch 9093584 (p/n 305902). One photo showed an unknown syringe with a safetyglide needle attached. Due to poor picture quality it is unclear from if the top half of the shield was broken off or if the incorrect shield was used to cap the needle. A physical sample is required for a more thorough evaluation and potential root cause determination. The reported defect was not identified in the samples/photos received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 305902, batch no. 9093584. It was reported that during use of the bd safetyglide¿ needle the needle went through the cap. When a nurse attempted to cap the needle, the needle went right through.